Event description:
It has been reported to philips that the system gave ¿image disk full¿ errors and imaging was not possible. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) replaced the image processing computer and hard drive which returned the system to use in a good working order. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the procedure outcome was unknown but was confirmed that there was no harm to patient. Analysis of the log file confirmed that the frontal image processing pc(ippc) malfunctioned. A philips field service engineer (rse) inspected the system remotely and confirmed that the system gave image disk full errors and imaging was not possible. Rse checked and found that there were multiple ippc failing to boot errors. A philips field service engineer (fse) inspected the system onsite.fse replaced the operating system(os) disk, reloaded software and re-created image store which did not resolve the issue. After further inspection, fse replaced ippc, hard drives and reloaded software resolving the issue. The ippc was returned for analysis and part analysis confirmed that there was no failure with the ippc. Philips has confirmed that the reported failure is due to a disk bay failure. Due to the disk bay failure, the system may not perform as intended and may stop functioning and imaging may not be possible, resulting in delay of procedure. Philips has initiated a medical device correction (z-1151-2024) /field safety corrective action (2023-igt-bst-027). The correction has been scheduled to be implemented on the system. The system is currently being used after replacement of the ippc, hard drives and reloading software. The codes were updated based on the investigation outcome.